Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 49, 11, 0 mg/dl. Tests were done within 10 minutes with a difference of 29 mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: customer was using expired tests strips.